Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter caused a coronary sinus dissection as well as infiltration of the epicardial fat with subsequent pericardial effusion. The patient was monitored with no change in hemodynamics. A chest x-ray the following day appeared normal and the patient was discharged. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.